Event description:
A report was received that the pt's precision system was explanted due to ineffective therapy and pocket sensitivity. The device was functioning properly prior to the explant, and the pt is reportedly doing well post-operatively.